Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use under baw2800736 rev. 0 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product correction: b,d,e UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse getting alert 113 (reduced wt control) in an arctic sun device. Patient temperature (pt) was 33.5c, targeted temperature (tt) was 33.5c, water temperature (wt) was 25.2c, flow rate (fr) was 0.4lpm, system hours 906, pump hours 875, water level 5. Drained 500ml of water from right side drainage port. Reconfigured tubing as it was coming out of the window on the bed and impeding flow. Flow rate (fr) was continued to fluctuate (0.3-0.9lpm). Checked noted and patient had not left the room with pad in place, unsure if flow rate (fr) issues have been ongoing or just started today. Noted in chart do not mention this issue. Drained and disconnected pad then attached new pad, but they got a reservoir empty alarm. Water reservoir level now showing 0 in diagnostics. They refilled the 500ml they previously drained and tried to start again, but reservoir still below minimum. Obtained more sterile water and filled with almost 1 more liter. Tried to start therapy again with new pad. Flow rate (fr) was 1.5lpm, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 22 percentage. They will move the baby onto the new pad after the call. They will watch for any additional alerts/alarms, continue to monitor for flow rate (fr) was at 1lpm or above, and notify the nurse caring for the patient to do the same (they were filling in while they were on break).

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse getting alert 113 (reduced wt control) in an arctic sun device. Patient temperature (pt) was 33.5c, targeted temperature (tt) was 33.5c, water temperature (wt) was 25.2c, flow rate (fr) was 0.4lpm, system hours 906, pump hours 875, water level 5. Drained 500ml of water from right side drainage port. Reconfigured tubing as it was coming out of the window on the bed and impeding flow. Flow rate (fr) was continued to fluctuate (0.3-0.9lpm). Checked noted and patient had not left the room with pad in place, unsure if flow rate (fr) issues have been ongoing or just started today. Noted in chart do not mention this issue. Drained and disconnected pad then attached new pad, but they got a reservoir empty alarm. Water reservoir level now showing 0 in diagnostics. They refilled the 500ml they previously drained and tried to start again, but reservoir still below minimum. Obtained more sterile water and filled with almost 1 more liter. Tried to start therapy again with new pad. Flow rate (fr) was 1.5lpm, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 22 percentage. They will move the baby onto the new pad after the call. They will watch for any additional alerts/alarms, continue to monitor for flow rate (fr) was at 1lpm or above, and notify the nurse caring for the patient to do the same (they were filling in while they were on break). For pad return, please contact (B)(4).